Event description:
Doctor used a so-called "universal guide" with the wrong components. In normal circumstances, using the right components, doctor would have operated as follows: doctor would have positioned drill guide in the mouth of the patient. Doctor would have inserted the correct components into the guide inside the mouth of the patient. Doctor would have placed drills inside the components and would have been able to drill accurately, guided by the combination of the right guide with the right components. The doctor experienced that the components did not fit the drill guide, so step could not be performed. Instead of cancelling surgery, doctor continued without the components and placed implants in the wrong position.

Manufacturer narrative:
The root cause is use error. The instructions for use call out on the doctor to check availability of the correct components prior to surgery. Doctor failed to meet that request and ended up performing surgery with the wrong components. (This is precaution #1 in the instruction for use).